Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg value not provided); cause was not provided. Customer required assistance from another person to assist with treatment of low bg. Customer did not go to emergency room/hospital. Although requested, additional information was not provided.